Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cs300 intra-aortic balloon pump (iabp) unit's block guide broken at 9 o¿clock position. There was no patient involvement.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge filed service engineer replaced the block guide and corrected failure. A complete checkout and checklist has been performed. The unit passed all functional and safety tests per factory specifications.